Event description:
It was reported that the bd vacutainer® push button blood collection set tubing "about 1 inch from" the needle protection device was damaged and blood "gushed" from the area during use. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "the defect was on the length of the tubing closest to the needle protection device that we attach to it; about 1 inch from it. It was hard to see what exactly it was; whether it was a hole, or slit as the blood was gushing out of the area."

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. The reported lot # [8253781] was not found for the reported catalog # [367344]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® push button blood collection set tubing "about 1 inch from" the needle protection device was damaged and blood "gushed" from the area during use. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "the defect was on the length of the tubing closest to the needle protection device that we attach to it; about 1 inch from it. It was hard to see what exactly it was; whether it was a hole, or slit as the blood was gushing out of the area."